Manufacturer narrative:
The unit was received with an unresponsive esc button due to corroded keypad traces. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there were cracks near the battery compartment and a missing dome label sticker. The insulin pump was returned for analysis.